Event description:
The customer reported to olympus that the evis exera iii video system center had no image when hooking up the older scopes. The event occurred during preparation for use of an endoscopic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty patient board set. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the facts obtained from the investigation, olympus surmised that no image was displayed due to the faulty patient board set (circuit board /printed circuit board). Olympus will continue to monitor field performance for this device.